Event description:
The customer observed non-reproducible vitros valp and vitros vanc results on quality control fluids processed on a vitros 5,1 fs system. Vitros t2415 valp= 117.2, 23.0, 124.2, 52.1, 49.6, 51.3, 51.4, 52.7 versus expected 66.5 ug/ml; vitros x2777 valp= 89.2 versus expected 127.1 ug/ml; vitros t2415 vanc= 27.6, 7.6, 37.3, 25.6 versus expected 19.25 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros valp or vanc patient sample results were questioned. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros valp and vitros vanc results were obtained on quality control fluids processed on a vitros 5,1 fs system the definitive assignable cause for this event could not be determined. A vitros valp or vitros vanc reagent issue is not suspected as a contributing factor. The root cause of this event is unknown. However, the most likley cause is related to a protocol issue, the quality control fluids, or an instrument issue. The investigation is on-going.